Manufacturer narrative:
Result: the indigo system aspiration catheter 6 (cat6) was fractured underneath the strain relief approximately 1.0 cm from the hub. Conclusion: evaluation of the returned device revealed that the cat6 was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully withdrawn at an angle during removal from the packaging, damage such as this may occur. Cat6s are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the hub of an indigo system aspiration catheter 6 (cat6) was broken upon opening the device packaging. The broken cat6 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new cat6.